Event description:
It was reported that this patient passed away due to complications from a major seizure. The patient died due to aspiration related to the seizure. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
It was reported through the physician's notes that the patient died due to a seizure in the night where he suffocated. No further relevant information has been received to date. The suspect product has not been received to date.